Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, rupture). Patient's condition affected effectiveness of device (large in diameter contained ruptured thoracic aneurysm and asymptomatic abdominal aortic aneurysm). Incorrect technique/procedure (large in diameter contained ruptured thoracic aneurysm). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (large in diameter contained ruptured thoracic aneurysm and a symptomatic abdominal aortic aneurysm). Operational context contributed to event (large in diameter contained ruptured thoracic aneurysm).

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of contained ruptured 12 cm descending thoracic aneurysm and an endurant stent graft system was implanted emergently for the treatment of an 11 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported to be severely tortuous and moderate calcification. It was reported that the patient presented emergently with severe back and abdominal pain. The CT revealed that the patient had a 12 cm descending thoracic aneurysm and an 11 cm abdominal aortic aneurysm. The physician implanted four thoracic stent grafts (B)(4) excluding the thoracic aneurysm and five abdominal stent grafts excluding the abdominal aneurysm (B)(4). The patient was sent to recovery in stable condition. It was reported that the follow evening post the stent graft procedure the patient expired due to a pulmonary embolism.